Manufacturer narrative:
The investigation of high purge pressure (hpp) and positioning issues has been completed. High purge pressure: after 2 days on support high purge pressure was noted. Troubleshooting efforts occurred with purge changed to heparin 25u/ml and tissue-type plasminogen activator (tpa) protocol initiated. Data log review showed high purge pressure alarms occurring without motor current (mc) spike and 9 minutes later the impella was disconnected for 19 seconds and then plugged back in. The hpp alarms (purge flow low) continued 2 hours later without a mc spike. The purge pressure and motor current eventually trends down and resolved. The returned pump reproduced the high purge pressure and was torn down to show evidence of biomaterial found in the motor housing. The cause of the high purge pressure was biomaterial due to issue reproducing in lab, biomaterial found during pump teardown, and tpa resolving the issue in the field. Positioning issues: device implanted (B)(6) 2025 without issue. After 1 day on support, md had to reposition device via echo as inlet was deep near pap. Data log review showed position unknown alarms at the beginning of the case that line up with clinical details for physcian repositioning the pump. However, later in the case impella position alarms occur without known clinical cause. Pump was returned and inspected. The returned pump showed no abnormalities related to pump positioning. The cause of the positioning issue was not determined due to insufficient clinical details. Saturated flow: after 2 days on support, clinical states possibility of pump saturation discussion occurred with care team due to elevated calculated flows. Data log review showed high pump flows at and above 5.0l/min when impella was at p-7. No mc spike prior to the issue, but mc trending down as the saturation is resolving that corresponds with the high purge pressure resolving. Clinical team used tpa. Pump was returned and inspected. Returned pump continued to show elevated pump flows at p-7 flowed showing 5.0l/min. The pump was torn down and evidence of biomaterial was found in the motor housing. The cause of the saturated flow was biomaterial due to issue reproducing in lab, biomaterial found during pump teardown, and tpa resolving the issue in the field.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella 5.5 device for mechanical circulatory support experienced positioning issues and high purge pressure. Approximately one day after implant of the impella 5.5 implant, the pump appeared deep near the papillary muscle and was repositioned with improved flow. The following day the impella had high purge pressure and low purge flow. Partial thromboplastin times throughout therapy was noted 51-58 with peripheral heparin drip. Bicarb purge was changed to heparin 25u/ml purge. The purge flow continued to decrease to 2 ml/hr. And the purge pressure increase to greater than 1050. Tissue plasma activator protocol was initiated and added to the purge. Discussion was made regarding the possibility of pump saturation as well due to the elevated calculated flows and left ventricular waveform above the aortic placement signal. The patient continued on support with monitoring of the situation. It was indicated the patient underwent percutaneous while on impella mcs. However, date of pci is unknown. The patient support ended approximately 5 days later after the high purge pressure event. The impella 5.5 device was successfully weaned and explanted with a survived outcome.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿